Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional info will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that during an interventional procedure, thrombus was noted within the introducer sheath. There was no reported pt injury.